Event description:
Right-side capsular contracture baker grade 1.

Manufacturer narrative:
Sientra complaint #: (B)(4). Sientra requests to void this medical device report. Updated information was provided by the customer that this was not a sientra device.